Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture was received on january 21, 2025 with lot number 2576640. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with another manufacture's device. This relates to the left side.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with another manufacture's device. This relates to the left side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with another manufacture's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.